Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 367 mg/dl, but customer reported having a blood glucose level as high as 440 mg/dl. Blood glucose level at the time of the call was 293 mg/dl. Customer reported treating with a bolus and a manual injection. The insulin pump was not replaced or returned for analysis.